Manufacturer narrative:
The user performed the vaser self test and it passed. However, the handpiece operational test did not pass. The handpiece is inoperable. The investigation is ongoing.

Event description:
A user facility reported that there was an issue with the vaser handpiece during surgery. The user was asked to perform the vaser self test and it passed. A new probe was connected and the operational vhp test was performed, and it worked in a recipient with water. However, when the user started again with the patient, it failed. The cable and connectors were inspected and the user confirmed they looked fine, but when asked them to stress the handpiece cable, it began failing and the connector seemed to disconnect easily from the console. As there was no backup handpiece available, the procedure was aborted. This resulted in the patient being under general anesthesia without clinical benefit, which may pose a risk of harm. Therefore, the event is considered a serious incident due to the unnecessary exposure to general anesthesia and the interruption of the planned procedure.

Manufacturer narrative:
Correction: the information received originally from the reporter was incorrect. There was no delay of greater than 60 minutes with the patient under general anesthesia and the procedure was not aborted. As such, this event does not constitute a serious event and no longer meets reportability requirements. At the time of this report, no product has been received for evaluation and the root cause is unknown. No supplementary reports will be filed, as this event no longer meets reportability requirements.

Event description:
Updated information was received, and it is reported that the treatment was not aborted but was completed as a simple liposuction using another method. The malfunction caused a delay of less than 60 minutes. Therefore, the case was downgraded to not serious and no longer meets the reportability requirements.